Event description:
It was reported that the IFU (instructions for use) were incorrect.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. A quality investigation was performed on (B)(4) 2011. All of the related packaging work orders were retrieved for shipment within the same period were retrieved and thoroughly reviewed. As a result of the investigation, it was found that these product packed on 04/01/2011 were taken from the mother batch packed on (B)(4) 2011. The wrong IFU (instructions for use) was found in the sec latex foley catheters for work order # (B)(4) could probably been due to inadequate line clearance of removing the IFU for hydro latex foley catheters under work order # (B)(4) before commencing a new batch of product. The IFU for both sec and hydro are in a foreign language. The content diagram looks similar; they only differ by the parts numbers and license number. The complaint was confirmed as per customer feedback and the documentation reviewed. Packaging personnel will be informed and appropriate corrective action will be taken to prevent future reoccurrences of this similar type of error. The results will be used to implement appropriate actions to prevent the issue from recurring. These actions include, to segregate these two IFU's in the cabinet, allocating these IFU's in different cabinet to avoid mix up. Immediate action is to lock cabinet door and long term action plan is to fabricate a dor for every individual compartment in the cabinet. The supervisor, group leader and label printing operators will be trained.